Manufacturer narrative:
This medwatch is submitted to send the result of the investigation. Date of report ; event ; MFR site; report source ; PMA/510k ; type of reportable event ; if follow-up & what type if follow-up, what type were updated. After several attempts to obtain information, it was not possible to get the reference and lot number of the product. It was not possible to perform the review of the device history records. The product was not returned, no analysis could be performed. Additional information received on march 11th 2019 is mentioned in event. From information provided, it is assessed that the event is not device related. Indeed, the issues reported occured after that the patient fell. Events is linked to patient accident and not to the device. The investigation found no evidence to indicate a device issue.

Event description:
Mobi-c p&f us : revision due to the fall of patient. After ground level fall patient developed neck/ recurrent arm pain. Implant noted to have fractured posterior lip of c4 inferior endplate. Failed to improve with immobilization. On extension device assumed hyperlordotic position with unusual anterior wedging, device malfunction noted on flexion/extension. Developed c5 radiculopathy including weakness and numbness. Osteolysis developed around implant. Implant removed requiring additional surgery and converted to fusion. According to the reporter , patient did well after initial surgery until time of event. Initial surgery on (B)(6) 2017, second operation on (B)(6) 2018. Fall occured 3/12. No information received on the explant reference or lot number. Additional information received on march 11th 2019 : the pain resolved after initial surgery and she was doing well at 6 month follow-up. After ground level fall where she slipped in kitchen landed on back and struck back of head she began having severe neck pain and arm (c5 root) pain. Did not improve with short trial of conservative care (bracing) x-rays requested were provided. Patient condition : revised to fusion. Symptoms resolved.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of device history records cannot be performed as lot number is not known. Product location is unknown. Investigation still on going. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us: revision due to the fall of patient. After ground level fall patient developed neck/ recurrent arm pain. Implant noted to have fractured posterior lip of c4 inferior endplate. Failed to improve with immobilization. On extension device assumed hyperlordotic position with unusual anterior wedging, device malfunction noted on flexion/extension. Developed c5 radiculopathy including weakness and numbness. Osteolysis developed around implant. Implant removed requiring additional surgery and converted to fusion. According to the reporter , patient did well after initial surgery until time of event. Initial surgery (B)(6) 2017, second operation (B)(6) 2018. Fall occured (B)(6). No information received on the explant reference or lot number. More information are requested. Investigation on going.